Event description:
The pt has reportedly been experiencing swelling at the implant site. The pt was treated with antibiotics (type unk). The pt's physician is considering exploratory surgery to determine the cause of the swelling. The pt is being monitored and advanced bionics is in the process of gathering more info.